Manufacturer narrative:
(B)(4). The service engineer (se) replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that a, 980 ventilator generated a loss of communication diagnostic message. The ventilator was not in use on a patient at the time the event occurred.